Event description:
It was reported by the patient that a patient alert occurred. Additional information was obtained from the clinic and indicated the alert was triggered due to rising right ventricular (rv) lead rv and superior vena cava (svc) impedance. The alert parameters were changed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the lead was explanted due to a heart transplant.